Manufacturer narrative:
The reported incident that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. Due to aging and fatigue of the device, in relation with a high torque force over the screwdriver bit, has resulted in breakage of the screwdrivers tip. The different pictures taken of the device show corrosion evidences through all the screwdriver surface; therefore, if the screw was inserted tightly inside the plate and the screwdriver bit has been used several times it broke due to fatigue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The device was received the (B)(4) 2015 for evaluation. It was identified as a screwdriver bit with catalog number 702753 / lot number 03417r. There have been identified several corrosion stains in the screwdrivers bit surface. In addition, the screwdrivers tip is broken and all across the breakage surface corrosion is present. Due to the nature of the complaint, a dimensional inspection was not considered necessary. Due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a hardware removal while removing the plate one of the locking screws in 2nd row of proximal portion of plate was jammed and would not turn. Two screwdrivers were used and both tips of screwdrivers broke off. Plate was removed with screws still locked in. All of the other screws were already removed. Surgeon rotated the plate to back out the jammed screw after screwdrivers broke. This was a standard hardware removal to remove painful hardware. Patient was fully healed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During a hardware removal while removing the plate one of the locking screws in 2nd row of proximal portion of plate was jammed and would not turn. 2 screwdrivers were used and both tips of screwdrivers broke off. Plate was removed with screws still locked in. All of the other screws were already removed. Surgeon rotated the plate to back out the jammed screw after screwdrivers broke. This was a standard hardware removal to remove painful hardware. Patient was fully healed.